Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2014 due to experiencing pain at the ipg site. During the procedure, the ipg was explanted and replaced (with a different model). The replacement was ipg implanted in a new location.

Event description:
Follow-up revealed surgical intervention resolved the patient's issue.